Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and determined that the cause of the reported issue was due to the speaker cable connector not being latched onto the main pcb assembly, resulting in an intermittent connection and intermittently causing no voice prompts.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was no longer flashing. The device prompted "not ready". The device had logged an event code that may cause the device that not have any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was no longer flashing. The device prompted "not ready". The device had logged an event code that may cause the device that not have any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.